Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex a, imdrf annex c, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the report of medstation (fh cubie drawer cannot open, not detected on bus) was confirmed during fse testing. According to work order (B)(4), the field service engineer (fse) replaced the module controller board to complete the repair. Upon resolution of the issue, hta test was realized with no anomalies observed. During dchu visual inspection the fh pyxis module controller board: (p/n 151903-01) pmc board was received from bd field service engineer (fse) where significant thermal event can be observed on them. According to pap, did not require testing, because the thermal event was found during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue on the medstation auxiliary was determined how thermal damage caused by a thermal event on chip u300 of pmc board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to open the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the chip u300 of pmc board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height smart cubie drawer could not be opened because the device was not detected on the bus. A field service engineer (fse) opened the back of the station and found that drawer did not have any lights on the module controller. The module control board was replaced. The device was tested in hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary unable to open the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.